Manufacturer narrative:
A follow up report will be submitted when the investigation has been completed.

Event description:
Investigation confirmed that the system populates pt data from one pt to previous pt info, showing up in a current pt report summary. No injury to the pt was reported.